Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter in two pieces. The balloon was loosely folded, was bloody, and there was contrast in the balloon. Analysis of the tip, balloon, markerband, inner and outer shaft, port weld and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the shaft located 23.9cm from the tip of the device (proximal to the port weld), port weld damage, tip damaged (flared), numerous kinks in the shaft, numerous kinks in the hypotube, and the shaft was stretched. Inspection of the rest of the device found no other damage or defect. The reported broken shaft was confirmed.

Event description:
It was reported a shaft break occurred. On (B)(6) 2020, a percutaneous coronary intervention was performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the proximal left circumflex (lcx) artery. After an opticross hd imaging catheter and a synergy xd stent were unable to cross the lesion, a 2.00mm x 12mm emerge balloon catheter was introduced. The target lesion was dilated five times, three times at six atmospheres (atm) for sixty seconds and two times at four atm for twenty seconds. Afterward, the emerge balloon catheter was placed in the obtuse marginal branch for better support and a guide wire was added. The synergy xd was able to be advanced to the lesion, but there was severe resistance within the guide catheter. When the synergy xd shaft was moved to adjust the position of device, the emerge balloon catheter was accidentally pulled and the shaft of the balloon catheter broke. Imaging was performed on the lad as a precaution and it was seen that the ruptured balloon catheter shaft was in the aorta. The guide catheter was changed from 6fr to 7fr and an unsuccessful attempt was made to snare the broken shaft. The procedure was not completed due to this event. On (B)(6) 2020, the device fragment was surgically removed at another facility and five days later the patient had recovered.

Event description:
It was reported a shaft break occurred. On (B)(6) 2020, a percutaneous coronary intervention was performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the proximal left circumflex (lcx) artery. After an opticross hd imaging catheter and a synergy xd stent were unable to cross the lesion, a 2.00mm x 12mm emerge balloon catheter was introduced. The target lesion was dilated five times, three times at six atmospheres (atm) for sixty seconds and two times at four atm for twenty seconds. Afterward, the emerge balloon catheter was placed in the obtuse marginal branch for better support and a guide wire was added. The synergy xd was able to be advanced to the lesion, but there was severe resistance within the guide catheter. When the synergy xd shaft was moved to adjust the position of device, the emerge balloon catheter was accidentally pulled and the shaft of the balloon catheter broke. Imaging was performed on the lad as a precaution and it was seen that the ruptured balloon catheter shaft was in the aorta. The guide catheter was changed from 6fr to 7fr and an unsuccessful attempt was made to snare the broken shaft. The procedure was not completed due to this event. On (B)(6) 2020, the device fragment was surgically removed at another facility and five days later the patient had recovered.